Event description:
It was reported by a patient¿s mother that the patient was experiencing fatigue symptoms and had been in and out of the hospital. The hospital has given them no answers as to what is causing this episode. The patient's medications have not changed, and the only thing different with his treatment is the new vns implant. The lethargic episode begins after oral medication is taken. The mother confirmed that the generator should be set to the same settings as patient's previous generator. Additional relevant information has not been received to-date.